Event description:
It was reported that a clearlink system continu-flo solution set leaked below the port. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional reporter phone no.:(B)(6). Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was done which observed an incorrect assembly, the tubing was assembled into the y-site clearlink with a twist. Functional tests were performed which included clear passage and pressure tests which revealed a leak at the noted assembly point. The reported condition was verified. The cause of the condition was due to an incorrect assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.